Manufacturer narrative:
The event occurred in the USA during patient treatment. It was reported that the rotaflow displayed the "temp error", but continued pumping. The rotaflow was then exchanged for a backup device without consequences to the patient. No harm to any person has been reported. A getinge service technician investigated the rotaflow console s/n 90430682 and the technician was able to confirm the reported failure. During the investigation the device was plugged into ac voltage and ran for awhile on a test circuit. After a while the battery was starting to get warm. The battery pack with fuse (article number 70101.7188) has been replaced. A functionality test and electrical safety test was performed and the device is working as intended. The device is back in clinicial use. The reported failure was investigated by the getinge life cycle engineering (lce) in a similar complaint and the root cause could be determined as a displaced contact of the connector on the battery pack. Which could led to the reported error. Based on the investigation results the reported failure could be confirmed. A review of non-conformities was performed on 2023-11-29, and during the time from 2015-09-15 to 2023-11-29 there are no non-conformities in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced on 2015-09-15. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in the USA during patient treatment. It was reported that the rotaflow displayed the "temp error", but continued pumping. The rotaflow was then exchanged for a backup device without consequences to the patient. No harm to any person has been reported. Complaint ID (B)(4).

Manufacturer narrative:
This follow-up report is being submitted solely to correct the code used under the "medical device - problem code" category. Upon a recent review, it was identified that the original report contained coding errors in this section. The investigation outcomes remain unchanged, and no new findings have been added. This update is for coding accuracy only. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow) has been manufactured on 2015. All maquet cardiopulmonary class ii products manufactured until the end of 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
Complaint ID: (B)(4).